Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -6.5 diopter, in the patient's left eye (os) in (B)(6)1999. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
The patient's post-op uncorrected visual acuity was 20/25. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens optic torn and haptic broken. (B)(4).